Manufacturer narrative:
The last calibration performed on (B)(6) 2020 had no alarms. The calibration signals were slightly lower than expected. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer inspected the instrument and adjusted the sample probe position. Performance testing was run. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg test system on a cobas e 411 immunoassay analyzer. The sample initially resulted with an hcg value of 0.710 iu/l. The initial value was reported outside of the laboratory to personnel treating the patient. The result was questioned since the patient was pregnant, so the sample was repeated. The sample was repeated, resulting with a value of > 10000 iu/l. The sample was then diluted 1:100 and repeated again, resulting with a value of 97676 iu/l. The repeat value matched the expected value for pregnant women. The hcg reagent lot number was 413026, with an expiration date of october 2020.